Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, (B)(4)), and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4). Serves as the designated complaint handling unit for both facilities. The device was not returned for eval and there is no info regarding its details (lot/serial number), therefore, no conclusion could be drawn based on the very limited info we have regarding this event. Anastomotic leakage is one of the most common complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.

Event description:
A pt underwent an open low anterior resection due to rectal tumor (stage ii). The anastomosis was created with the colonring device, with no diversion. It was reported that on pod 5, the pt had fever and a CT scan revealed a breakdown of 1.2 cm at the proximal side. Large amount of fecal soiling irrigation have been developed. A re-operation was done with hartman's procedure.